Event description:
Related manufacturer report number: 2017865-2022-38565 it was reported that a patient presented to clinic for follow up. Device interrogation reveal low pacing impedance on the right ventricular (rv) lead. X-ray performed on (B)(6)2022. Revealed rv lead fracture. During lead revision, the physician noted high pacing impedance issue on the pacemaker. The physician elected to explant and replace both the rv lead and pacemaker. The patient condition was stable.

Event description:
Additional information received notes that there was also loss of capture noted on the implantable cardioverter defibrillator (ICD) and muscle stimulation due to the right ventricular (rv) lead.

Manufacturer narrative:
The field complaint of high impedance and failure to capture couldn¿t not be confirmed. As received, the device was at ddd mode near bol (beginning of life) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, output impedance measurement and capture test indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.